Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After implant patient developed infection, approximately after one month thirteen days post implant patient visited to the emergency department with the complaints of pain, tender to touch with redness to the port in his right upper chest wall area, chemotherapy was done two weeks ago and noted drainage. Patient was concerned for wound infection. X-ray chest was performed which showed right sided port-a-cath was seen in similar position and diagnosed with infection of venous access port. Broad spectrum antibiotics was started. Admitted to hospital and planned for removal of port. Patient assessment were systemic inflammatory response syndrome and mrsa bacteremia. On next day patient underwent removal of port and catheter without any complications. Port area was infiltrate with local anesthetics. Incision was open where there was thin serous fluid encountered. Wound cultures were obtained. Catheter tract was over sewn with suture. The incision was very loosely approximated with interrupted nylon sutures after two days. After next day right chest wound culture was taken, report showed methicillin resistant staphylococcus aureus. After four days of admission patient was discharged to home. Therefore, the investigation is confirmed for the reported bacterial infection. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025), g3, h6(method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and thirteen days post a port placement in the right side of upper chest wall area, the patient allegedly developed an infection of venous access port and was started on broad spectrum antibiotics. It was further reported that the patient was allegedly diagnosed with methicillin-resistant staphylococcus aureus bacteremia. Reportedly, the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and thirteen days post a port placement in the right side of upper chest wall area, the patient allegedly developed infection of venous access port and was started on broad spectrum antibiotics. It was further reported that the patient was allegedly diagnosed with methicillin-resistant staphylococcus aureus bacteremia. Reportedly, the infected port was removed. The current status of the patient is unknown.